Event description:
A patient reported she was just implanted the day prior to the call. The patient stated they were in pain. The patient stated she was suppose to set up the navigator when she got home. The patient stated it was too strong and she felt stimulation in her vagina area and over towards the ovaries area on (B)(6). The patient stated she got the implantable neurostimulator lowered to where it wasn¿t quit so bad. The patient stated she went to bed and woke up and saw she urinated. The patient stated she¿s feeling sensation in the vagina area, the patient stated the it is painful. The patient planned to follow up with the healthcare professional (hcp). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.